Event description:
Patient reported the aligners messed up their jaw and has given them a slight overbite. They will be visiting their dentist to assess the damage done by the aligners to their jaw and alignment. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.